Event description:
Initially, it was stated that the insulin pump alarmed motor error. It was then stated that the paramedics were called due to a low blood glucose reading of 22 mg/dl. The displacement test was not performed due to repeated motor error alarms.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.